Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed motor error. The customer's parent was assisted with motor error troubleshooting. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer's parent treated with manual injections. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer's parent was able to complete pump rewind. The alarm history contained more than one motor error within the last 30 days. The customer's parent was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. The drive support cap was inspected and no anomaly was noted.